Event description:
The hcp reported that the pump was replaced due to a MFR's recall. During replacement of the device, it was noted that there was a fracture where the catheter connects to the pump. The pt was receiving lioresal 825 mcg/day prior to surgery. The pt was not experiencing any symptoms, however, it is unk how much drug the pt was receiving with respect to the fracture. The pt experienced postop complications but has recovered without sequela and therapy has improved with the new pump.